Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(4).

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio iq meter read inaccurately high compared to another meter as well as compared to a continuous glucose monitoring (cgm) device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at 9am on (B)(6) 2016. At this time the patient obtained blood glucose results of "179mg/dl" with the subject meter and "40mg/dl" on an accu-chek meter and on a cgm device within 30 minutes of each other. The patient manages their diabetes with insulin pump therapy and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time before the alleged inaccuracy occurred, the patient developed the symptoms of "sweating, lips went numb, felt unwell and pale". In response to this, at 9:21am on (B)(6) 2016 the patient was given glucose tablets from a healthcare professional (hcp). At the time of troubleshooting the cca noted that an approved sample site was used to obtain the alleged results and the patient was unable to walk through a control solution test on the subject meter. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which may have caused/contributed to the fact that the patient developed symptoms indicative of serious hypoglycemia. It cannot be said with absolute certainty that the alleged "inaccurately high" subject meter result did not affect treatment options prior to or after the onset of these symptoms.